Manufacturer narrative:
Balageas et al. (2013). European journal of radiology. Ten-year experience of percutaneous image-guided radiofrequency ablation of malignant renal tumors in high-risk patients. Eur radiol, 23, 1925-1932. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that post radiofrequency ablation procedure, one patient died because of thermal injury of the duodenum and perforation 1 week after the procedure.